Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report that the patient had blood glucose excursion of 800 mg/dl. The patient had symptoms of disorientation on (B)(6) 2013. The next day, the patient was vomiting excessively. The patient¿s mom found the her pump and infusion set on the bed that day, not being used. The cartridge was empty. The patient was taken to the hospital that same day where she tested at 800 mg/dl. She was diagnosed with having pneumonia and was given antibiotics along with insulin via syringe. There were no reported blood glucose results prior to the hospital treatment. The reporter could not provide any more information about the subject pump and its settings. At the time of the call to animas, the patient was back on insulin pump therapy. This complaint is being reported because the patient required medical intervention for a blood glucose reading of 800 mg/dl while on insulin pump therapy. Although there is evidence of possible diabetes management issue (patient¿s pump was out of insulin and not being used during the alleged hyperglycemia) and there was no evidence of a product malfunction associated with the reported incident, the animas product could not be ruled out as a contributor of the serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.